Event description:
It was intended to use an integrity rx bare metal stent to treat a moderately calcified lesion in the proximal cx. The lesion was highly tortuous and had 72% stenosis. The device was removed from packaging as per the IFU, and inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated to 16 atm. 30% stenosis remained after pre-dilation. It is reported that resistance was encountered when advancing the device, excessive force was not used. When the device was removed from the patient, it was noted that the stent had dislodged. The physician attempted to remove the dislodged stent with a snare device unsuccessfully, before abandoning the procedure. No patient complications are reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: other (procedural images reviewed).

Event description:
Image review: procedural images were returned for evaluation. The images confirm the highly tortuous nature of the left coronary vessels. There are no images capturing the attempted delivery, subsequent withdrawal of the device and stent dislodgement. What appears to be the dislodged stent is visible in the left vasculature.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolization). Patient's condition affected effectiveness of device (highly tortuous and moderately calcified lesion with stenosis). No results available since no evaluation performed (no device or procedural images returned for review). (No device or procedural images returned for review). Evaluation conclusions: known inherent risk of procedure (stent embolization). Device failure/lack of effectiveness related to patient condition (highly tortuous and moderately calcified lesion with stenosis). Unable to confirm complaint (no device or procedural images returned for review).